Event description:
It was reported that the patient underwent a replacement procedure as the implantable pulse generator (ipg) was causing pain. The patient was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.